Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead exhibited noise and high impedance. The physician tried to reposition the lead but it was stuck in the anatomy patient and couldn't be repositioned. The lead was abandoned and a lead was placed successfully. The patient did not experience any adverse event.